Event description:
Additional review determined the symptoms were unrelated to the device, and there was no serious injury or malfunction related to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been feeling pain. The patient had pain in their head and neck. Patient had CT scan of head and neck to check for tumor that may be cancerous. It was noted patient was unable to have a CT scan with tracers/dyes because they only had one kidney and cannot do that. It was noted the patient had the stimulator implanted due to cancer in their teratoma and the stimulator covered the neuropathy from their hips down. The patient also had neuropathy in three of their fingers to their elbow and was now experiencing severe ear problems. The patient saw their doctor and was told "it may be cancer, or noncancerous tumor, scar tissues which CT scan would find, but MRI would be better, or it could be neurological which no tests can find." Patient has pain and takes medication but the pain is getting through that. It was reported the therapy covered the patient's whole lower body in which the device was implanted to cover. Patient has had spinal blocks for a bulging disc at c5-6. It was also noted the patient believes they had golfers or tennis elbow. The pain was at the inside of the elbow straight down to their pinky and the next two fingers on both arms, and also on both legs. Patient had surgery last year in which "the patient lost their left kidney, paralyzed their left diaphragm, lung, and the vena cava was nicked, stroke, swollen brain and early onset dementia from the surgery." No further information was reported.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 287970001, implanted: (B)(6) 2011, product type accessory; product ID 355531, lot# n299094, implanted: (B)(6) 2011, product type screening device; product ID 3550-39, lot# n298737, implanted: (B)(6) 2011, product type accessory. (B)(4).